Event description:
Boston scientific crm received information that this right atrial (ra) lead was difficult to place during the implant procedure. Post-implant, the ra lead dislodged. The physician elected to explant the lead and plug the atrial port. Implant, explant and event dates were not made available.